Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was completely off. Customer blood glucose reading was 144 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump also received with cracked case(battery tube) and cracked battery tube threads.